Manufacturer narrative:
(B)(4).

Event description:
It was reported that two weeks post implant procedure, the patient presented to the clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture and loss of sensing. Chest x-ray revealed the lead had dislodged. The lead was explanted and replaced. The patient's condition was stable post procedure.